Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains implanted investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). Two clips were implanted without issue; however, after several heart beats, a single leaflet device attachment (slda) occurred, with the second clip remaining attached to the posterior leaflet. A 3rd clip was implanted to stabilize the slda clip. Post procedure, the mr grade was reduced to grade 1-2+. No additional information was provided.